Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this patient has been complaining of syncopal episodes. The patient is paced in the atrium 7% of the time and is reported to have atrial pacing and ventricular sensing at 50bpm. The sr noted the atrial sensed rates will increase to 120bpm. The patient was previously programmed to ddd mode at 50bpm. As of this date, all products remain in service.

Manufacturer narrative:
Ts discussed beat to beat variation counter and suggested rate smoothing to reduce variation from 30% to something smaller. Ts discussed patient triggered electrograms to obtain pacing data during the symptoms. The sr stated the patient passes out without warning is not sure if this could be neurocardiogenic syncope. Ts suggested turning sudden brady response (sbr) on and recommended a holter monitor to catch the patient's heart rate data during the episodes. After the patient follow up, the sr indicated the device was programmed with the sudden brady response (sbr) feature on and the ventricular tachycardia rate was lowered to 135bpm. If additional information becomes available to our company, the event will be updated as necessary. Three years later the device was explanted for an unspecified reason and replaced with another boston scientific device. A request to have the device returned for analysis has been made. Should additional information become available, this report will be updated.